Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon likes to use the inserter that screws onto the definitive stem for insertion and he had trouble disengaging the impactor from the stem once impacted. The surgeon did not over tighten the inserter to the stem and he feels the threads on the impactor were damaged before our case.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Previous investigations found if the inserter is used without the outer guard component which protects the inserter the threads may become damaged. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
A functional check found the complaint unconfirmed; the two components assembled and disassembled as intended. Visual analysis found minor damage to both sets of threads; however, still functional. The damaged threads are due to the inserter being used without the outer guard component which protects the threads. The date code cv0904 indicates the instrument was manufactured in september of 2004 and is 12 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.